Manufacturer narrative:
Investigation summary: bd received two (2) samples and one (1) photo for investigation. Evaluation of both the returned samples and the photo confirmed the indicated failure mode for missing label and improper assembly- stopper. Additionally, 100 retention samples from bd inventory, were evaluated and the issue of missing label and improper assembly- stopper were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label and improper assembly stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, (1) tube was missing a label and the cap was loose. No patient impact reported.